Event description:
Foreign item in tray-brown "fuzz" like.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.